Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5072 implantable pacing lead - 2001-(B)(6). (B)(4).